Event description:
A report was received that the patient was experiencing back and ipg site pain. When the patient attempted to charge he felt a shooting pain down his leg. The physician has recommended a revision.

Event description:
A report was received that the patient was experiencing back and ipg site pain. When the patient attempted to charge he felt a shooting pain down his leg. The physician has recommended a revision.

Manufacturer narrative:
Additional information was received that the patient's pocket site was relocated from the right buttock to the left. The patient was reprogrammed and he is reportedly doing well. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.